Event description:
Additional information was received from the patient (pt). They reported that the issue was that they could not look at the phone menu when they were reading the handbook. Pt charged all of the external devices and then when they go to charge the ins, the little white part on the back of their phone never seems to be charged even though it had been charging for a couple of days. Pt inquired what the purple lights were as green meant that it charged. Pt reported one time it charged the implant quite quickly and the next time it seemed to take forever. Pt's implant was close to their left side and the piece to charge doesn't bend over to charge. Pt noted charging did not stay at the highest coupling.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated that they haven't felt any stimulation since yesterday and they are trying to figure out what's happening. Caller stated they are seeing an unexpected error code 15 on the handset. Agent walked caller through checking the error code and caller confirmed it is 15 and advised to press cancel and was able to clear the message. Agent had caller connect the communicator to the mystim rc app to confirm if the therapy is on; caller confirmed seeing the battery light flashing orange. Agent reviewed with caller that they will need to charge their communicator and then call back for further assistance. Reviewed how to use the handset to connect to patient's implant.

Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt) via a patient letter. Patient reports the cause of their loss of stimulation was "charging issues" as they did not receive sufficient initial training. Pt reports their system "has way too many chargeable pieces" and they had to charge all of their external devices stating they "can't believe" they have to use a smartphone as a handset and charge 3 separate pieces and "it takes forever to get everything charged + then having to charge the implant." Pt reports they "finally got everything charged +working". Pt reports to keep the recharger over the implant is also difficult.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.